Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the architect folate controls are out of range before and after calibrating. The customer requested an internal decontamination of the instrument. There was no impact to pt management reported.